Event description:
It was reported the pt experiences pain and heating at the ipg site when stimulation is on. The heating/warmth goes away when stimulation is deactivated. The pt may discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor opted to explant and replace the patient's ipg with a different model. The doctor also revised the patient's original ipg/pocket site.